Event description:
It was reported that high capture threshold was observed on the device and right ventricular (rv) lead. Loss of capture was observed on the left ventricular (lv) lead. High voltage therapy was deactivated on the device. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that high voltage therapy was deactivated on the device due to patient condition.